Manufacturer narrative:
(B)(4). Connecting the patient line to the transfer set and beginning therapy before priming is a known cause of air in tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during the initial drain. The patient was connected. The patient stated that the patient line had about a foot of air in it. The patient stated that it did not prime and so they connected and began the therapy as their caregiver thought that after draining they could go back to priming. The technical service representative assisted in ending the therapy and advised the patient to start over using all new supplies. Should additional relevant additional information become available, a supplemental report will be submitted.